Event description:
Major pump unit(s) involved: blood pumpadditional text: likely thrombusspecific component(s) involved: pump drive unit malfunctionadditional text: thrombus in pump not visibleother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction